Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the prime loop process and none of the buttons are working. The customer¿s blood glucose was 405 mg/dl at the time of the incident and treated with manual injection. Customer declined troubleshooting for high readings. During prime fill anomaly troubleshooting, customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer had to rewind the device and got motor error alarm and motor position encoder error as well. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.